Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that on (B)(6) 2003, the patient underwent suburethral sling with pelvicol, abdominal sacral colpoperineopexy, cystocele and rectocele repair, culdoplasty, cystoscopy, lysis of adhesions, and peritoneal biopsies. On (B)(6) 2004, the patient underwent bard pelvisoft cellular collagen biomesh posterior fascial replacement, excision of right paravaginal nodules, excision of suture granuloma at the ischial spine and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and bard pelvicol acellular collagen matris was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to pelvic organ prolapse. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, bleeding, recurrence, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2003; reason, infected hematoma of posterior vaginal cuff. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced intrinsic sphincter deficiency, infection, a 3-4cm fluctuant mass in posterior vaginal cuff, recurrent rectocele, pelvic adhesions, right-sided paravaginal nodules, and right-sided suture granuloma. The patient underwent mesh excision by dr. (B)(6) on (B)(6) 2003. It was also reported that the patient underwent posterior fascial replacement and excision of right paravaginal nodules by dr. (B)(6) on (B)(6) 2004.

Manufacturer narrative:
It was reported that patient underwent an enterocele repair, bilateral sacrospinous fixation, placement of graft, excision of skin tag and suture granuloma on (B)(6) 2005 due to pop with enterocele. It was reported that patient underwent a bilateral staged interstim placement on (B)(6) 2005 due to urinary frequency and urgency. It was reported that patient underwent a right ipg insertion with left electrodes, right ipg insertion interbody left electrodes on (B)(6) 2005 due to frequency, urgency and interstitial cystitis. It was reported that patient underwent a replacement of left ipg and replacement of the right interstim electrode percutaneously and connecting it to the previously placed right ipg on (B)(6) 2006 due to interstitial cystitis. No additional information was provided. (B)(4).